Manufacturer narrative:
Medwatch sent to FDA on: 08/07/2014. Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The events of "swelling, associated with pain and nodules" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported immediately after injection with juvederm voluma with lidocaine in "the folds" they developed an "exaggerated reaction" in which their face resembled that of a "puffer fish." This lasted about 10 days during which the patient was treated with injections of bentelan and hyaluronidase. The patient continues to experience "swelling, associated with pain, nodules" at "the folds" despite additional hyaluronidase injections. The swelling reoccurs about every 10 days, at which point the patient is additionally treated with a bentelan injection.